Event description:
Boston scientific received information that the patient with this device system experienced two syncopal episodes, with two to three second pauses. The patient endured a head injury as a result. The patient was seen at the hospital and loss of capture on telemetry was observed. Threshold measurements were reported to have increased to 1.7v @ 0.4ms from 0.5v. No noise was observed nor none created with isometric exercises. Lead impedance measurements were reportedly stable and within acceptable limits. The device was reprogrammed doo. A revision procedure was performed. The physician was unsure if the distal set screw was completely tightened at initial implant. Ultimately, the device was explanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.